Event description:
Additional information was received that approximately three years later the right ventricular (rv) lead and pacemaker continued to exhibit low out of range pacing impedance measurements and high threshold measurements. The rv lead was surgically abandoned and the pacemaker was electively explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that a clinician contacted boston scientific technical services (ts) to report that the lead safety switch tripped for the right ventricular (rv) lead likely due to low impedance measurements. Noise was observed during evaluation. The clinician reset the lead to bipolar configuration and no adverse patient effects due to the low impedance measurements were reported.